Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient missed a refill in the past. It was noted the patient was familiar with issues related to low medication in the pump. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.